Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: japan. The investigation is complete. This is an initial final report submission. Functional testing found the device would not power on with the original battery pack nor when connected to a lab battery pack. Visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. The batteries were installed in the correct orientation inside the pack. There did not appear to be damage to the wiring of the pack. Visual inspection of the interior of the handpiece found the plunger was stuck in place. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. The root cause of the reported issue is attributed to manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery the unit did not work at all and the battery pack of the device was getting hot with no report of fire or smoke. There was no harm or injury to the patient. However, a delay of 15 minutes occurred to prepare an alternate device. Due diligence is complete. No additional information is available. During device evaluation visual inspection of the interior of the pack found the batteries had leaked electrolyte inside of the pack. No adverse events were reported as a result of this malfunction.